Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
--

Event description:
Boston scientific received information that this pacemaker was implanted on (B)(6) 2007 and is now at elective replacement near (ern) with a magnet rate of 90bpm and longevity remaining of less than 0.5 years. At the previous follow up visit in (B)(6) 2011 the magnet rate was at 90bpm with a longevity remaining of 1 year. Premature battery depletion was suspected. The device was removed, replaced with a competitor device, and returned for analysis. No adverse patient effects were reported.